Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit turning itself on and off. The customer contacted product support and requested for service repair. The caller request onsite service. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: (B)(6) 2021. B4:(B)(6) 2021. Failure analysis on the returned user interface shows that the root cause was contamination present on the ui board, in the area of fb21. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:24nov2020. B4:20apr2021. Per field service engineer (fse) performed external and internal visual inspection on v60, checked for loose wires, tubing and everything was connected. Performed inspection of overlay power switch, user interface board, cables and no problem was found. Customer reported problem cannot be duplicated, replacing user interface assembly in order to eliminate issues with overlay power switch, user interface board and cables. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.